Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the package of two (2) uromatic tur administration sets was broken. This was observed prior to use. There was no patient involvement. No additional information is available.